Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2012. The device worked halfway through procedure and than stopped cutting. A like device was used to complete the case. There were no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Device (B)(4) - blade would not cut. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of five medwatches being submitted as five devices were involved in this event. See also medwatches 2210968-2012-05830, 2210968-2012-05831, 2210968-2012-05832, and 2210968-2012-05834. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation. A sharpness test was conducted, and the returned blade passed the test with an average breaking force of 2.39 lbf in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Corrected information: this is one of six medwatches being submitted as six devices were involved in this event. See also medwatches 2210968-2012-05830, 2210968-2012-05831, 2210968-2012-05832, 2210968-2013-02589, and 2210968-2012-05834. The same patient is represented in each medwatch.